Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional later reported "patient has mentor upon explant". It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device and will be un-reported.

Event description:
Patient reported left side "possible rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.